Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual inspection of the returned sample cannot confirm the allegation, no cracks were found on the device. However, the device has broken in two pieces from the handle. The broken portion was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. It was reported that, "white t-handle hand part cracked, broke". The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the excel t-handle (product code: 200142000, lot number: so2031665) was not cracked. However, visual inspection of the returned sample revealed the device has broken in two pieces from the handle. A dimensional inspection was not performed for the excel t-handle due to complaint condition not being applicable. Previous investigations found based on the data acquired during failure analysis, the t-handles are breaking due to environmental stress cracking. This is due to a combination of normal loading/usage of the instrument and high cycle cleaning/decontamination over the life of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the excel t-handle (product code: 200142000, lot number: so2031665) would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? N/a. Dimensional inspection: n/a. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device history batch: null. Device history review: null. (B)(4) - (B)(6) 2022: please help to create a new impacted product for the device (200142000/ so2031665). As it was found during the visual examination performed on (B)(6) 2022 that it is broken in 2 pieces. The device currently is captured as concomitant product (B)(4) - dec 02 2022 (B)(4) was updated to reflect device received: on december-02-2022 quantity to be returned changed from 0 a 1 product return status changed from not available to available (B)(4) - dec 01 2022. Please move complaint to review complete status. Complaint was reopened to receive returned devices at pal jrz. (B)(4) - dec 01 2022. Received concomitant (B)(4). Product name: excel t-handle. Product code: 200142000. Lot number: so2045956. Received on this ro-0720456. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that white t-handle hand part cracked, broke.